Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient (pt) experienced a line disconnection which subsequently caused peritonitis. On an unreported date, the pt experienced an accidental line disconnection. Nine days prior to the receipt of this report, the pt experienced peritonitis and was hospitalized for the event. Antibiotic treatment was not reported. On an unreported date, dianeal therapy was temporarily withdrawn and the pt was transferred to hemodialysis. Six days after being admitted to the hospital, the pt was discharged. At the time of this report, the peritonitis was resolving and the pt was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.